Event description:
It was alleged that during use on a pt an overinfusion occurred. It was noted that the infusion completed in 15 mins and should have taken 1 hour. There was no reported pt consequence.